Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -14.5/3.5/100 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. Lens rotation was observed. On (B)(6) 2021 the lens was repositioned and the problem was not resolved. On (B)(6) 2022 the lens was removed and a replacement lens of spherical model but same size was used. The astigmatism degree was corrected by laser surgery. The problem is resolved. Cause reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. Impact (B)(4): laser surgery. Device code (B)(4): off-label use (acd<3.00mm). Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry a microcentrifuge vial. Visual observation found the haptic broken. Dimensional inspections found the lens to be within specifications. Claim#: (B)(4).